Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and baclofen at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient's pump was implanted on (B)(6) 2016. About "maybe 2 weeks or sooner" after implant the patient had to call the ambulance twice because she was "like overdosing on baclofen but withdrawing the dilaudid that she was taking orally." She ended up "really sick." At the time, she was still on oral medication. She then saw a pain doctor in another state who "sucked all the medication out" and put morphine in the pump. She had to stop her oral medications while in the other state. No further complications were reported.